Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 1041 pulses and delivered boluses before deactivating. No damages or deficiencies that would contribute to a needle mechanism failure were observed. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle did not deploy event. The soft cannula was observed to be shortened. This damage impacted both the internal and external portions of the soft cannula leaving the hard cannula exposed. The damage led the length of the soft cannula to measure out of specifications at 0.614 inches. The exact time and cause of the soft cannula damage could not be determined.

Event description:
The patient reported that the needle did not deploy during pod activation and the pink slide did not advance, indicating a needle mechanism failure. The pod was worn for less than one hour. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone15.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.